Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient's family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had their ins replaced in (B)(6) 2018 after a year. It was believed to be due to something being wrong with the ins. No further complication reported and/or anticipated at this time.